Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00147 on 09-jun-2025. Additional information (10-jun-2025): siemens further evaluated the event and determined that the broken aspirate probe potentially contributed to the erroneously elevated vitamin b12 (vb12) results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneously elevated vitamin b12 (vb12) results for two patient samples were obtained on an atellica im 1600 analyzer. The atellica im 1600 analyzer outputted out-of-range quality control (qc) and a luminometer error. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and found a broken aspirate probe 4 and replaced the probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported erroneously elevated vitamin b12 (vb12) results for two patient samples were obtained on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s). The samples were reprocessed on an alternate atellica im 1600 analyzer and obtained lower results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated vb12 results.